Manufacturer narrative:
Unit received with broken off and missing end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple cracks. Customer¿s blood glucose was 12 mmol/l. Insulin pump will be returned for analysis.